Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer was given remedial actions to wipe the scope gold contacts with an alcohol wipe. The customer was advised to make sure that the lightsource is off when plugging in the scope. The customer was directed to reposition and tighten the light source cable. The customer cleaned the dust from the connector as directed. The customer connected two additional scopes to test the lightsource, and the b30 scope communication error did not occur. The issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the xenon light source had b30 scope communication error. The issue was identified during inspection for use. There were no reports of patient harm.